Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: g4 product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null, device history batch : null, device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: update ¿ 10/09/2016 pfs and medical records received. After review of the medical records for MDR reportability, the patient was revised to address an infection, pseudotumor, and inflammatory tissue. It is not reasonable to conclude that the device contributed to the patient's infection, 8 years after implantation the pfs reported pain and metallosis. The complaint was updated on: 11/01/2016. Update 17 oct 2017: litigation record received. Litigation alleges corrosion and friction wear causing toxic cobalt-chromium metal debris, discomfort and limited mobility. This complaint was updated on oct 26, 2017. / / investigation method: examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head and liner. Per procedure, this device(s) is exempt from device history record review. Other reports were also found against the screw and femoral stem. Dhrs requested DHR review product code 563620, work order (B)(4) was manufactured on 18 feb 2008. (B)(4) were manufactured per specification and all raw materials met specification. DHR reviewed - no deviations or non-conformances were identified. A search of the complaints databases identified no other reports against the remaining product/lot code combinations. Based on the inability to find any other reported incidents against the provided product and lot code combinations, it is not unreasonable to conclude that there are no anomalies with regard to manufacturing, inspection or sterilization contained in the device history records that would contribute to the reported event. The investigation can draw no conclusions with the information provided. - without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. - the device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. - from the event information received, it was not possible to determine the relationship of the device to the reported event. / / investigation summary: update ¿ 10/09/2016 pfs and medical records received. After review of the medical records for MDR reportability, the patient was revised to address an infection, pseudotumor, and inflammatory tissue. It is not reasonable to conclude that the device contributed to the patient's infection, 8 years after implantation the pfs reported pain and metallosis. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head and liner. Per procedure, this device(s) is exempt from device history record review. Other reports were also found against the screw and femoral stem. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. A search of the complaints databases identified no other reports against the remaining product/lot code combinations. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Patient code: no code available (3191) used to capture the blood heavy metal increased.

Event description:
Ppf alleges elevated metal ions.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update ¿ 10/09/2016 pfs and medical records received. After review of the medical records for MDR reportability, the patient was revised to address an infection, pseudotumor, and inflammatory tissue. It is not reasonable to conclude that the device contributed to the patient's infection, 8 years after implantation the pfs reported pain and metallosis. The complaint was updated on: 11/01/2016. Update 17 oct 2017: litigation record received. Litigation alleges corrosion and friction wear causing toxic cobalt-chromium metal debris, discomfort and limited mobility. This complaint was updated on oct 26, 2017.